Manufacturer narrative:
D3 please refer to the attached analysis report.

Event description:
Reportedly, during the real time tests performed post pacemaker implantation, non-physiological signals were observed on the ventricular channel. The patient did not report any symptoms and the ECG did not show any loss of capture. Preliminary analysis revealed that a ventricular lead issue and/or a lead-pacemaker connection issue at ventricular level is suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the real time tests performed post pacemaker implantation, non-physiological signals were observed on the ventricular channel. The patient did not report any symptoms and the ECG did not show any loss of capture. Preliminary analysis revealed that a ventricular lead issue and/or a lead-pacemaker connection issue at ventricular level is suspected.